Event description:
On (B)(6) 2013, the patient reported having elevated blood glucose levels for about two weeks. The patient thinks the infusion device was not effective at lowering his blood glucose levels. The patient had a blood glucose level as high as 350 mg/dl and tried to bolus with his infusion device to correct the elevated level, but it did not go down. His normal level is around 124 mg/dl. The patient was using an unapproved insulin in his infusion device. The patient switched to a competitor's infusion device and his blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, adapter, and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.